Manufacturer narrative:
Device was returned for evaluation. Device evaluation found that coolant leaked on the ac power board. Device will be replaced. A supplemental report will be submitted if additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.